Event description:
During a transapical tavr procedure, the sapien valve moved aortic, resulting in paravalvular leak (pvl). A second valve was placed. The native aortic annular diameter was 21mm by tee and tte, and 16mm x 25.9mm by CT, with an area of 400mm². The native valve was severely calcified and the aorta was horizontal. Initially, balloon valvuloplasty (bav) was not performed. A 23mm sapien valve was positioned 50/50 and deployed 70/30 aortic/ventricular. The post deployment aortogram and tee revealed moderate ai. An additional 1.5cc of volume was added to the delivery system for post dilation. The repeat tee and aortogram revealed that the paravalvular (pvl) was unchanged. A second valve was positioned one cell lower with respect to the first valve and deployed under rvp, securing in place at 60/40 a/v. The post deployment tee and aortogram revealed trace pvl. The patient was extubated and stable upon transfer to the ICU. The post procedure discussion consensus was that the first deployment inflation was not continuous; keeping the valve stable throughout inflation was difficult.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it was reported that the first deployment inflation was not continuous, making it difficult to stabilize the valve during inflation. It is also possible that the severe native valve calcification with no bav, in addition to the horizontal aorta, contributed to the malposition. The pvl was likely due to a combination of the severe native valve calcification, no bav, and an elliptical annulus. The pvl was corrected with the placement of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.